Event description:
In 2006, nellcor puritan bennett rec'd a report that the pilot balloon line on a msct tracheostomy tube is falling off during use on a pt. The customer reported that the tube was replaced.